Event description:
Patient had to have their ICD generator changed due to a recall. They had also been having increased symptoms of chf so it was decided to place a ventricular lead via a thoracotomy approach. The patient had a history of inability to place the lead via percutaneous route. The lv lead was placed, but it was discovered that the patient had sustained a laceration to the av groove which was surgically repaired. Bypass was used. Post op the patient was on high dose inotropic support, they had been extubated adn was improving. In the 3rd day the patient developed hypotension and became pulseless. Code blue was initiated without success.